Event description:
It was reported that the procedure was an endovascular aneurysm repair (evar) to treat an aneurysm in the heavily calcified aorta. A 6 french 90 cm sheath was placed via brachial access. The 5.0 x 18 x 135 mm herculink elite stent was advanced into the right renal artery before the aortic graft was placed. The aortic graft was then successfully advanced and expanded. Then the herculink elite stent delivery system (sds) balloon was then attempted to be inflated in the renal artery. After only minimal inflation, contrast media was noted to be leaking out of the balloon and no inflation was possible. The uninflated device was retracted without issue or resistance from the patient anatomy. An unspecified 4-9 mm stent graft was then placed in the right renal artery. It was very difficult to cross the vessel again with the stent graft, as the aortic graft was very hard to cross. It took approximately 1.5 hours to successfully place the renal stent graft; however the delay did not result in any adverse patient consequences. The patient is reported to be fine and there were no adverse effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.